Event description:
Reported as "continued ECG interference". The report states that "the iabp was dropping beats and they had to go to operator to resolve this, but is now unsure of the timing. Patient is in afib with hr 55-90. Map cal completed to ensure accuracy of hemodynamics. Manual timing in operator attempted and resulted in repeated timing errors, including early inflations/late deflations with arrythmia. Pump placed in autopilot, which continued to have dropped beats d/t variable qrs heights. We discussed this and its impact on timing/therapy. Lead set analysis is poor and we discussed what this means. ECG stickers replaced and moved on patient. Trunk cable exchanged. The account did not have another set of iabp ECG leads to attempt. There was no notable change to the lead signal or analysis. Signals moved to second iabp with improvement in lead set analysis and waveform. Iabp dropping beats with less frequency and lead set analysis improved". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Reported as "continued ECG interference". The report states that "the iabp was dropping beats and they had to go to operator to resolve this, but is now unsure of the timing. Patient is in afib with hr 55-90. Map cal completed to ensure accuracy of hemodynamics. Manual timing in operator attempted and resulted in repeated timing errors, including early inflations/late deflations with arrythmia. Pump placed in autopilot, which continued to have dropped beats d/t variable qrs heights. We discussed this and its impact on timing/therapy. Lead set analysis is poor and we discussed what this means. ECG stickers replaced and moved on patient. Trunk cable exchanged. The account did not have another set of iabp ECG leads to attempt. There was no notable change to the lead signal or analysis. Signals moved to second iabp with improvement in lead set analysis and waveform. Iabp dropping beats with less frequency and lead set analysis improved". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "ECG interference" was confirmed based on the customer supplied pictures. The attached pictures show the pump experienced triggering difficulty (missing beats). No part was returned for investigation. No service updates have been received as per the field service management. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend on complaints of this nature.